Event description:
The manufacturer received information alleging a patient suffered an unknown harm while the ventilator was in use. The allegation states the ventilator delivered pressures above the set limits. The high pressure alarm was not triggered. The customer's families were instructed to reset the device by the durable medical equipment provider. No contact information or device information was received. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.